Event description:
Complainant alleged that during a routine preventative maintenance check, the device intermittently had no display on the monitor screen. Complainant also alleged that device displayed error message code "status 56". The complainant indicated that there was no pt involvement in the reported failure.